Event description:
It was reported to st. Jude medical that the patient was pacing asynchronously with no visible bipolar signals. X-ray and lead measurements confirmed proper lead connections. The decision was made to explant the device.